Manufacturer narrative:
An event regarding subsidence involving a scorpio baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis , visual inspection, functional and dimensional inspections could not be performed because the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event was not confirmed for subsidence. The exact cause of the event could not be determined because insufficient information was provided. Additional information including device return , clinical and past medical history, post op x- rays and examination of explanted components are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
As reported: "subsided tibial tray right knee. Revised right knee to revision components."